Event description:
It was reported that the stylus does not work on the programmer screen. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the bezel assembly was damaged, as a result the bezel assembly was replaced. (B)(4).